Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was very high at 426 mg/dl during troubleshooting for a no delivery alarm on the insulin pump. Customer declined troubleshooting for high blood glucose.